Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 580 mg/dl due to not delivering enough insulin for the amount of food they consumed. High bg was addressed with a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.